Event description:
Same case as MFR report #: 2134265-2009-01577, -01578. Clinical trial. It was reported that 1817 days following a coronary artery stenting treatment procedure, the pt experienced chest pain and ECG changes. The index procedure treated the 90% stenosed, 3.0x34mm proximal rca (right coronary artery). The lesion was treated with predilation, placement of two study stents (3.0x24mm and 3.0x20mm), and post dilated resulting in 0% residual stenosis. A non-target lesion in the mid lad (left anterior descending) was also treated with a 3.0x12mm express2 bare metal stent. The pt was discharged one day post procedure on asa and plavix. The pt was transferred from another hospital on day 1817 with a several week history of exertional chest pain. A myocardial perfusion imaging study showed no evidence of ischemia and/or scar with normal ejection fraction. ECG showed changes in the lateral leads and anterior t-wave inversions. Cardiac enzymes were negative and myocardial infarction was ruled out. The pt was discharged on day 1818 on asa. The relationship of this event to the study devices was unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.